Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned for evaluation, however medical records were provided for review. The investigation is confirmed for the reported retrieval difficulties. The definitive root cause could not be established. The device is labeled for since use.

Event description:
This report summarizes one malfunction event. A review of the report information indicates that model rf310f vena cava filter allegedly was difficult to remove. This report was received from one source. The malfunction involved a patient with no reported patient injury. The male patient is (B)(6) years old and weighs (B)(6) pounds.